Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic segmentectomy, the device's jaws could not close entirely. Another reload was used to complete the case. There was no patient injury.